Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert was displayed the next day after implant. High pacing lead impedance and high capture were observed. The pocket was reopened and loose connection was observed. The lead was disconnected, cleaned and reinserted into the header. The device remains implanted.